Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 626403) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemostasis, perimenopause, uterine bleeding and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain, chronic pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines / headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery ((B)(6) 2018, hysterectomy- full,salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, gastrointestinal disorder, migraine and fibromyalgia outcome was unknown and the menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, back pain, pelvis pain, fallopian tubes perforation, fatigue, gi conditions, migraines, headaches, fibromyalgia. Resolved post-removal: pain, bleeding, other first on the patient's left side with 3 coils recognized, and then on the patient's right side with 2 to 3 coils recognized. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received: lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 626403) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemostasis, perimenopause, uterine bleeding and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain, chronic pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines / headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery ((B)(6) 2018, hysterectomy- full,salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, gastrointestinal disorder, migraine and fibromyalgia outcome was unknown and the menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, back pain, pelvis pain, fallopian tubes perforation, fatigue, gi conditions, migraines, headaches, fibromyalgia. Resolved post-removal: pain, bleeding, other first on the patient's left side with 3 coils recognized, and then on the patient's right side with 2 to 3 coils recognized. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain, chronic pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines / headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery ((B)(6) 2018, hysterectomy- full,salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, fatigue, gastrointestinal disorder, migraine and fibromyalgia outcome was unknown and the menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, back pain, pelvis pain, fallopian tubes perforation, fatigue, gi conditions, migraines, headaches, fibromyalgia. Resolved post-removal: pain, bleeding, other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : reporter information, patient demography and lab data was added. Previously added "injury" was replaced with more specific information: fallopian tube perforation, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, migraines, headaches, fibromyalgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.